Event description:
The reporter stated that the surgeon was using a competitor's lens with a msi-pm injector and after insertion, the lens was noticed to be torn. The reporter stated not sure if injector related or surgical error. There was no pt injury reported.